Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a leak was noted in the 1.5 x 20 mm mini trek balloon dilatation catheter (bdc). This was discovered as air was observed to be entering the indeflator during preparation of the bdc. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new, same size mini trek bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.